Manufacturer narrative:
One device was received. No physical damage was found on the device during visual inspection. Functional testing was unable to replicate the complaint. The device history log showed that there was a record of "nda" continuously during pump priming. The most probable root cause was a defective downstream, upstream sensor or cassette product. The service history review found the "dso" sensor to have been replaced on the previous repair and is possibly related to the current complaint. Preventatively replaced the downstream and upstream sensor, and re-calibration. The device passed all functional and delivery tests.

Manufacturer narrative:
One device was received. No physical damage was found on the device during visual inspection. Functional testing was unable to replicate the complaint. The device history log showed that there was a record of "nda" continuously during pump priming. The most probable root cause was a defective downstream, upstream sensor or cassette product. The service history review found the "dso" sensor to have been replaced on the previous repair and is possibly related to the current complaint. Preventatively replaced the downstream and upstream sensor, and re-calibration. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event is unknown; d4: UDI number is unknown; g5: 510k is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a no disposable alarm. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.